Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a wrong reference label/ wrong component. There was no patient involvement.

Manufacturer narrative:
This supplemental is to provide further explanation regarding the investigation for the labelling complaint: these discrepant inserts present a negligible risk. Serious harm is improbable. The inserts provide general product information only and do not contain information such as indications for use and warnings, which are found in the product instructions for use (IFU). All the affected product boxes contained the correct ifus. Traceability is maintained through all other product labeling, which is also correct.

Manufacturer narrative:
D9: device returned on 5/8/2025. H3: the device was received for evaluation. No discrepancies or anomalies were observed during the manufacturing of this lot. Visual and functional tests were performed, and 27 inserts out of 36 returned samples were found with incorrect labels. The customer's problem was replicated. CAPA-0009735 was issued on 02-jun-2025 to address the issue reported.